Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The received device identity revealed to be cat: 3501001bc, lot: 5770500. Mentor performed follow ups with the reporter and it became certain that these are the suspect devices, two devices with the same lot numbers. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Date of removal updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 4, 2023, the received devices reported in follow up: (1) belong to another complaint, therefor please disregard follow up (1) report. Date of removal was on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 450cc silicone breast implant experienced bilateral capsular contracture grade IV postoperative. The issue was diagnosed by health care professional. As a result, patient underwent bilateral removal on (B)(6) 2023. This report relates to the right side.